Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the disposable closed venous indwelling needle (bd-24g) was opened, and the heparin cap of the indwelling needle was found to leak during preflushing.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the disposable closed venous indwelling needle (bd-24g) was opened, and the heparin cap of the indwelling needle was found to leak during preflushing.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.